Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/26/2011, 05/06/2011, and 05/16/2011 by phone, fax, and mail. Additional information was received on 05/06/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the lens orientation is off axis thus accounting for the unexpected outcome. She also stated that the patient is not able to see better than 20/30; and that there is no documented pathology that accounts for this decreased in bcva. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye was filed under MFR report # 1119421-2011-00528.